Manufacturer narrative:
Code 4247: the reported problem cannot be reproduced during investigation however since the returned video of the device confirmed the allegation.

Event description:
It was reported that a casper device is not mating properly with k-wires. There was no patient harm reported as a result of this failure.